Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual analysis noted that outer helix stretched out of specification; elongated helix is consistent with having occurred during procedure. Further analysis performed found no anomaly. A longevity assessment has been performed and found that the battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp helix became caught on the tricuspid valve and subsequently stretched. The device was removed and replaced during the same procedure on (B)(6) 2024. The patient condition was stable.